Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges increased mucus and bleeding. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP devices sound abatement foam become degraded and alleged increased mucus and bleeding. There was no report of serious patient harm or injury. The manufacturer received new and relevant information on 08/04/2025 during the evaluation of the device at the third-party service center, the device was corrected, and no error code was found. Section g3 and h6 updated/corrected.